Event description:
It was reported by service report that the bed lift was drifting due to brake clutch on the lift drive assembly was worn. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Bed lift drive assembly.